Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough analysis of the device was performed. Visual inspection of the device noted a hole in both defibrillation seal plugs. A hole in the negative right ventricular rate/sense seal plug was also noted with body fluid contamination in the connector block. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Analysis concluded the seal plug holes may have contributed to the reported observations of noise and pacing inhibition.

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated upon return and completion of analysis.

Event description:
Boston scientific crm received information that this cardiac system had oversensed noise, leading to pacing inhibition. No asystole was noted, and the noise could not be reproduced. The device sensitivity was reprogrammed. Further information was later received that the patient had further pacing inhibition, causing the patient to have a syncopal episode. During a routine device replacement, a new right ventricular pacing lead was implanted and the device was explanted. No further adverse patient effects were reported.

Event description:
--

Event description:
--